Manufacturer narrative:
The manufacturer received information alleging the patient passed away. There is no allegation that the device contributed to the death. The cause of death is not known. The device has not been returned for evaluation. The device was returned for evaluation. During the evaluation, no faults were reported. The accessory module flip door was found missing from the device. The pollen filter and fine filter were replaced due to preventative maintenance. The device was cleaned and tested. The device passed all tests.

Event description:
The manufacturer received information alleging the patient passed away. There is no allegation that the device contributed to the death. The cause of death is not known. The device has not been returned for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.